Event description:
It was reported that a 7f 50cm 2.2mm bi-pal biopsy forceps catheter got stuck in the patient because of a defective tip. The device could not be removed despite pulling with moderate pressure. The tip appeared to be entrapped in the right ventricle, below the tricuspid apparatus. To remove the device, the handle was cut off using surgical shears. A long 45cm sheath was passed over the shaft of the device and the device was then successfully removed. No injury occurred to the patient. Echocardiogram showed normal right ventricular function with no pericardial effusion and trace tricuspid regurgitation. The device will be returned for analysis. The procedure was a right ventricular biopsy. Two successful biopsies were performed with the device with removal of 2 specimen. The device was then introduced for the third pass via the right internal jugular vein sheath, into the base of the right ventricle. Attempt to advance the device toward the apex was not successful. The physician then tried to pull back the device and realized that it was stuck. Attempts to open the jaw were unsuccessful. The device could not be removed despite pulling with moderate pressure. No anomalies were noted to the device when removed from its packaging. Device was used for two successful biopsies prior to getting stuck/entrapped. Gentle shaping of the distal segment shaft was performed prior to the first biopsy pass. The device did not kink during use. The device did not separate. The jaws opened and closed properly prior to entering the patient.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Manufacturer narrative:
Complaint conclusion: it was reported that a 7f 50cm 2.2mm bi-pal biopsy forceps catheter ¿got stuck in the patient because of a defective tip¿. The device could not be removed despite pulling with moderate pressure. The tip appeared to be entrapped in the right ventricle, below the tricuspid apparatus. To remove the device, the handle was cut off using surgical shears. A long 45cm sheath was passed over the shaft of the device was then successfully removed. No injury occurred to the patient. Echocardiogram showed normal right ventricular function with no pericardial effusion and trace tricuspid regurgitation. The procedure was a right ventricular biopsy. Two successful biopsies were performed with the device with removal of 2 specimens. The device was then introduced for the third pass via the right internal jugular vein sheath, into the base of the right ventricle. Attempt to advance the device toward the apex was not successful. The physician then tried to pull back the device and realized that it was stuck. Attempts to open the jaw were unsuccessful. The device could not be removed despite pulling with moderate pressure. No anomalies were noted to the device when removed from its packaging. Device was used for two successful biopsies prior to getting stuck/entrapped. Gentle shaping of the distal segment shaft was performed prior to the first biopsy pass. The device did not kink during use. The device did not separate. The jaws opened and closed properly prior to entering the patient. During the product analysis no visible flaws were found: the cutters were closed and aligned well. No raised surfaces were present on the cutters or attach point to wires that would have caused the unit to become ¿stuck¿. The wires that actuate the cutters were still in place. The tip end was packed with dried bodily fluids impeding movement, and the cutters would not open without force. All units are 100% functionally tested prior to packaging and shipping. The handle assembly worked properly with free motion. Function of the cutter open and close could not be tested due the handle being separated from the assembly. A review of the manufacturing records could not be conducted without a lot number. Debris has the potential to clog the device thus preventing proper jaw action and causing jaw damage. The IFU recommends that the forceps be rinsed between each attempt to prevent excessive build-up of residual blood and tissue that can cause jaws open and closing difficulty. It is unknown how far the 45 cm sheath had to be advanced to free the bipal unit to accomplish its removal. However, the information provided suggests that the device seemed to be entrapped in the right ventricle, below the tricuspid valve resulting in the withdrawal difficulty reported. Given that the device functioned appropriately during preparation and during the successful collection of the first two tissue samples before the bipal became ¿stuck¿, anatomical and procedural factors are the most likely contributing factors to the reported events. Multiple attempts to clarify direct causative relationship between the devices used in the procedure and the trace tricuspid valve regurgitation observed in the echocardiogram were unsuccessful. Based on the available information and the product analysis results, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.